Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of burnt jaws to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test and released energy. The root cause is typically attributed to the user mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. A review of the device logs for the maryland bipolar forceps (part# 420172-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 4 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced during a surgical procedure. The allegation is related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps arced at the base of the jaws due to "scorching". The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the doctor and obtained the following additional information: it was unknown if the instrument was inspected for damage prior to use. Arcing was observed and caused a burnt mark on the insulator part of the instrument. The surgeon was firing energy when the issue occurred. Bipolar energy was activated from a force triad generator when the arcing event occurred. The setting was set at macro 60w. The instrument was in use for about 2 or 3 hours prior to the event. Other instruments were in use when the arcing event occurred. The instrument tips did collide a little with other instruments/tools during the procedure. The tip of the instrument was not in contact with tissue when the arcing event occurred. The instrument tips did not touch any staples, clips, or sutures while being energized. The jaws of the instrument was covered in blood and some tissue fragments. It was unknown if the instrument was removed any time prior to the arcing event. The surgeon believed the cause of the arcing event was due to the instrument being fired for a long period of time when tips were wet or the tissue pieces were clogged in the jaws. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument is available for return. No photographic images or video recording of the procedure were available for review.